Manufacturer narrative:
Upon further review, this event has been identified as a duplicate of the event associated with report under patient identifier (B)(6). Consequently, this record will be marked as 'closed', and all future reported details related to this event will be captured under report with patient identifier (B)(6).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. During testing, the unit did shut down after several seconds when the power was turned on. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that shortly after turning on his olympus video system center, the unit would power off on its own. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.